Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer called reporting that she was receiving high readings on her adc meter and was adjusting medication accordingly. At the time of the incident, the customer reports taking two readings of 93 mg/dl and 245 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer states she woke up sweating profusely and then lost consciousness. The customer was transported by paramedics to the hospital where she was treated for hypoglycemia with orange juice and medication.